Event description:
It was reported that during implant, the right atrial (ra) lead was attempted in multiple places and the helix would not retract. The ra lead was removed and a second lead was attempted. The second ra lead had undersensing and lack of capture at adequate outputs. The ra lead was removed and no ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. It was noted the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the helix would not retracted due to distal conductor distorted within the connector and inner insulation buckling/over-rotation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.